Event description:
Customer reported losing consciousness and going into convulsions for approximately 30 minutes. Device = 455 mg/dl at 12:30 am, 121 mg/dl at 12:34 am, 48 mg/dl at 12:37 am, 81 mg/dl at 12:38 am, and 52 mg/dl at 12:40 am. Customer's family member treated customer with a glucagon. No controls. A request was made for return product and replacement product was sent.